Manufacturer narrative:
D11 - based on further review of logs for the reported event, mishandling/misuse is believed to be involved in this complaint. A review of the system logs for the reported procedure indicate that the system detected the use of a stapler release key (srk) on stapler with pn : 470298-14; lot #t10190729-0076. Logs reflect that the stapler instrument was installed twice and fired two reloads (one blue and one green). First install (blue reload) had no issues, clamping and firing were completed on first attempt. Second install (green reload) the clamp and fire were completed, but after the unclamp attempt (also completed), instead of removing the instrument (per normal workflow), the user performed a clamp which was incomplete, but then was able to unclamp successfully per the logs. Based on the log review, there was no error that would prompt the user to use the srk. Additionally, per review of the logs, the clamped state was most likely user induced as the customer performed a clamp instead of removing the instrument as per normal workflow after the second fire was completed. Review of instrument logs for the stapler associated with this event indicate that the customer attempted to use this stapler in subsequent procedures but initialization failed and the instrument was not allowed to be inserted into the surgical field. Logs reflect ¿jammed mechanism¿ homing failures. The ¿jammed mechanism¿ is likely due to previous srk use, as manually unclamping the instrument can often result in the clamp mechanism becoming jammed. The endowrist stapler 45 instrument and accessories user manual addendum warns not to use the instrument again after use of the manual unclamp tool.

Manufacturer narrative:
An RMA has been issued requesting to have the stapler 45 instrument returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history identified no other complaints for this instrument. A review of the instrument log for the stapler 45 instrument (part#470298-14/t10190729 0076) associated with this event was performed. The log confirms the instrument was used on the reported event date of (B)(6) 2020, on system (B)(4). The alleged event occurred on the 26th use of the instrument. Additionally, the log notes that the customer attempted to use the instrument in 2 subsequent procedures (on (B)(6) 2020 and (B)(6) 2020). However, in both procedures, the instrument failed initialization and could not be used. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: a stapler 45 instrument was unable to unclamp the instrument jaws. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the stapler 45 instrument could not be unclamped from the tissue. A stapler release kit was used to open the jaws of the instrument. A similar backup da vinci instrument was used to continue with the case. There was no report of patient injury. Intuitive surgical, inc. (Isi) has made several attempts to follow up with the site to obtain additional information regarding this event. However, no further details have been received as of the date of this report.